Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion guide cath: heartrail ii 6f jl4. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified, eccentric and de novo distal left anterior descending artery that was 90% stenosed. During pre-dilatation, a 2.0 x 12 nc trek balloon catheter was inflated once to 6 atmospheres for 10 seconds when it ruptured. The balloon catheter was prepped before use per the instructions for use. There was no resistance met during advancement or removal of the balloon catheter and no other reported issues. A non-abbott balloon was used to complete pre-dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.